Event description:
See also manufacturer report 3004209178201001882. The patient experienced a loss of therapeutic effect. He had dyskinesia and was difficult to understand. He inquired as to when his physician was going to replace the broken wires in his system. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).